Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported the patient's valve was set to 0.5, but they were not draining enough/insufficiently. The patient came into the hospital, and CT showed acute hydrocephalus. The ventricles were refilled to a high pressure. The site did not observe any flaws in the catheters when they explained them, and the reservoir on the valve was soft enough to push down meaning it was not obstructed when they palpated it before the valve was explanted. It was noted that the manufacturer representative was there when they implanted it, and it was under axiem navigation. They had immediate cerebrospinal fluid flow after placed the ventricular catheter. The site did not do a chest abdomen CT to see if the peritoneal catheter was kinked. When explanting, the surgeon said they flushed saline into the peritoneal catheter without resistance. An external ventricular drain was placed which drained the patient adequately with an intracranial pressure ranging from 2-10. The valve setting was confirmed with the reported device hand tools of 0.5. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
H3. Product analysis that the valve was returned at pressure level .5. It could be adjusted to all pressure levels within a single attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.